Manufacturer narrative:
(B)(4). Additional information: the analysis showed that the atw35 device was received in good visual condition and with a tr35w cartridge reload present. The tr35w cartridge was received partially fired 1/8 and with the cartridge lock out tab damaged. After further evaluation, it was noted that there was damage on the cartridge pan surface. The damage to the cartridge pan is consistent with an improper or incomplete loading/seating of the cartridge. If the cartridge is not fully inserted/seated into the channel, the retention features on the cartridge are not engaged to the channel windows of the device. At firing the device will push the cartridge forward resulting in the pan to partially or completely dislodge. The returned device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. Although no conclusion could be reached as to how the cartridge was not properly seated before the device was fired, it is possible that the cartridge was not loaded correctly into the device or the cartridge was loaded correctly and while manipulating the devices into the tissue to be stapled the most distal part of the cartridge encountered an upward force either from contact with another device, solid structure or an organ resulting in the cartridge to partially disengage from the channel. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic appendectomy, the preloaded cartridge came off the device when closing on the appendix. The cartridge was removed via the port. A new same like device was opened and the case was completed with no patient consequences.

Manufacturer narrative:
(B)(4).